Event description:
Customer reportedly received result of 26.5 mmol/l on the mobile system and result of 8.9 mmol/l on the compact plus system within 10 minutes. Customer had taken novorapid after testing 26.5 mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27707632, expiration date 11/30/2012). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27707632, expiration date 11/30/2012). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.